Event description:
A report was received that the patient developed a scar/neuroma at the implant site. There was nodule that formed under the scar. This was complicated by an infection which was treated with antibiotics. The nodule continued to grow and became more painful to the patient. Scar injection was performed wherein the physician infiltrated the pocket site.

Event description:
A report was received that the patient developed a scar/neuroma at the implant site. There was nodule that formed under the scar. This was complicated by an infection which was treated with antibiotics. The nodule continued to grow and became more painful to the patient. Scar injection was performed wherein the physician infiltrated the pocket site.

Manufacturer narrative:
Additional information was received that the patient had pocket discomfort. The patient underwent a pocket revision wherein the ipg was relocated and was doing well post-operatively.

Manufacturer narrative:
(B)(6).